Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D10: - concomitant medical product - correction. G3: date received by manufacturer - additional. H2: type of follow up - correction/additional information/device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: type of investigation - additional. H10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. An external visual inspection was performed and passed. Pairing test was performed and passed. Performance data was reviewed and the allegation was confirmed. The probable cause could not be determined via product. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.